Manufacturer narrative:
(B)(4). Batch t5aw8j. Investigation summary: the analysis results found that the cdh29p device was returned with shroud separation below rotation knob. The anvil returned with the device was used in surgery and hence the breakaway washer present in the anvil was cut. The backlight did not come on when battery was installed. Analysis found that the bulkhead retention feature for the left bulkhead contact was broken prohibiting power. After bending and re positioning the contacts the device was able to be fired. The staples were fully formed as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. It was evident that the device had staples and reached full stroke and returned the knife back below guide deck post investigative firing. No conclusion could be reached on how the bulkhead contacts were damaged, please note that as part of our quality process each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified.

Event description:
It was reported that during a robotic assisted low anterior resection procedure, upon firing the stapler, the stapler didn't fire and the screen of the device didn't light up when the battery was attached (when attempting to fire the device, it would not move and the display did not light up). The battery was removed and re-seated and still wouldn't fire. A new device, a cdh31p, was opened on the sterile tray and the battery from the cdh31p was attached to the cdh29p device that was already in the patient, and this first device, the cdh29p, still wouldn't fire. The doctor removed the first device, the cdh29p, from the patient and a second like stapler was opened and used to complete the procedure. There were no patient consequences reported.